Event description:
It was reported that the patient exhibited a racing and pounding heart. It was further reported that the right atrial (ra) lead exhibited inability to confirm consistent capture on non-magnet and magnet electrograms (egm) due to low amplitude signal. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.